Event description:
The report states that approx 30 minutes into a gastrectomy, the surgeon noticed smoke and then a flame was seen at the device switch. There was no injury to pt or staff.

Manufacturer narrative:
The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.